Manufacturer narrative:
The device history record was not reviewed. Sample evaluation showed two partially full pumps and one new pump received. When refilled with 400 cc of normal saline all three pumps demonstrated a flow rate within specification.

Event description:
I flow received a report stating, pump was to infuse 50 hours, but was empty in 26 hours. Pump was filled to 400 ml, medication unk, was to run at 8 ml/hr. I-flow has no independent knowledge of the event reported, but is relaying the information that provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).